Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited backup vvi operation. A device firmware download was performed which successfully restored the device to normal function. On (B)(6) 2018 the asymptomatic patient was seen in clinic and no further anomalies were noted.

Manufacturer narrative:
Correction: date of implant was initially reported as (B)(4), 2012 and was incorrect. Of implant is (B)(4), 2012.